Manufacturer narrative:
(B)(4). Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Unit was received with cracked select button keypad overlay and minor scratched lcd window.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed power system error. The customer¿s blood glucose level was 199 mg/dl at the time of the incident. Mother has called back regarding power system error stating they've gone through 5 batteries already today, they completed all instructions and it did not clear the alarm state. Advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.